Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions, resulting in the battery reporting a frozen rsoc value while powering the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the battery revealed that the device passed visual examination. Functional testing revealed the battery was reporting a frozen relative state of charge (rsoc) value on the test equipment. However, the battery was able to charge on a test battery charger and power the test controller. An attempt to reset the main integrated circuit was able to reestablish the battery's functionality. Further testing revealed that the battery discharged as expected. Review of data log files pertaining to the controller revealed an abnormal relative state of charge (rsoc) behavior involving the battery. The battery had been the active power source connected to power port two (2) on (B)(6) 2021 from 14:44:59 through 22:30:56. The battery was reporting a frozen rsoc value of 96% from 14:44:59 through 17:30:19 and a frozen rsoc value of 61% from 17:45:21 through 22:30:56. Review of the alarm log file revealed a critical battery alarm logged on (B)(6) 2021 at 22:41:49 involving the battery due to a 3% rsoc. Since the reported rsoc value did not decrease appropriately, the controller didn¿t switch to the secondary power source and the battery was allowed to continue to deplete. This observation was likely perceived as the reported sudden drop in the battery charge capacity. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a battery malfunction, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. CAPA pr00519785 is investigating this battery issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sudden drop in the battery charge capacity. From review of controller file, the remaining amount of battery power dropped from 61% to 3%, and then to 0%. The battery was exchanged. No patient complications have been reported as a result of this event.